Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Three attempts were made to request answers to the standard questions. To date no reply has been received. If a reply is received in the future, then the file will be updated accordingly. Through the investigation based on the limited information supplied for this complaint it is assumed that the user tried to deploy the stent but couldn't get it to deploy, removed the delivery system and then deployed another stent. Manufacturing records prior to distribution, all zilbs-635-10-6 devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data historical data was not reviewed as the lot number is unknown. Instructions for use and/label the notes section of the instructions for use, ifu0065 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0065). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause could be attributed to tortuous anatomy which may have resulted in the delivery system encountering challenging angulation and increased resistance leading to the stent not being able to be deployed. Another possible root cause could be attributed if a smaller size wire guide was used rather than the size recommended in the IFU which would lead to insufficient support for the inner catheter. This lack of support could lead to increased resistance during advancement and cascading effect of the stent not being able to be deployed. Summary complaint is confirmed based on customer and/or rep testimony. No patient outcome information was shared. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 21-jan-2025 as the complaint no longer meets the description of a reportable incident FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
Description of event: when dr. (B)(6) deployed the zilver stent, the stent was not deployed in the target position. The same problem occurred for two consecutive times. So, they removed stent and deployed zilver again. Patient/event info - notes: 1.1.1 what is the reorder number of the wire guide used with this device? N/a.

Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.